Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced low blood glucose. The customer reported that the insulin pump was dropped and the bottom of the insulin pump came off. The customer also reported that they received a motor error alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with candy. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, no delivery test and displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked end cap. No broken off end cap noted.